Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing demerol (dose and concentration unknown). The patient thought the dose was "like 11mg per day." The indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient wanted the pump removed because she was not getting care from her healthcare provider (hcp). The patient reported that the pump had not been changed or adjusted up or down, so she didn't think the pump was working. In (B)(6) 2016, the patient experienced serious problems, and in (B)(6) 2016, the patient became bedridden. The patient was seeking a new hcp who would continue to refill the pump with demerol because her current hcp would not return her calls or give her care.